Event description:
It was reported that a cartridge alarm repeatedly occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The caller successfully reloaded the cartridge each time the alarm occurred, and the issue was ultimately resolved.